Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. The customer's blood glucose was 55 mg/dl. Tandem technical support (cts) advised the customer to revert to manual injections for insulin therapy; customer acknowledged. The customer did not have a method of long acting insulin available and declined further follow up from cts to ensure an alternate method of insulin delivery is obtained.